Event description:
Related manufacturer reference number: 2017865-2022-46554. It was reported the event occurred during device preparation prior to being used on the patient. During loading process, the leadless pacemaker was attached to the tethers and when the physician attempted to pull back the control knob on the delivery catheter, the device fell onto the table and only one tether was visible. When the catheter was put back into neutral position, the tethers were observed to be permanently misaligned. The catheter was exchanged, and the device was implanted without further issue. The patient was stable.

Manufacturer narrative:
The reported events of the device could not be docked, and catheter was unable to set to align position were confirmed. As received, a complete catheter was returned. Visual examination did not find any anomalies. X-ray examination found the tethers were buckled in the transition zone and one of the tethers was found to be broken in this region.

Manufacturer narrative:
The reported events of the device could not be docked, and catheter was unable to set to align position were confirmed. As received, a complete catheter was returned. Visual examination did not find any anomalies. X-ray examination found the tethers were buckled in the transition zone and one of the tethers was found to be broken in this region.